Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 10/12/2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. There was no primary surgical report within the medical records reviewed at this time. The revision surgery report noted a stress fracture, a periprosthetic fracture of left hip, micromotion loosening of the stem, brown colored tissue consistent with metallosis. The medical records reported a leg length discrepancy with left leg longer and impaired mobility. The lab results from (B)(6) 2015 report the whole blood chromium as 0.6mg/l (ref. <1.2mcg/l), plasma cobalt 0.6mcg/l (ref. 0.1-0.4mcg/l) and whole blood cobalt 0.7mcg/l (ref. <1.8mcg/l). Pfs reported attorney information. Unknown stem added to complaint. No component stickers or information provided within the medical records. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The complaint was updated on: 6 nov 2015.

Event description:
Patient was revised to address pain.

Event description:
Pfs alleges injuries, device failure, disability, tissue damage of the muscles and bone loss caused by metallosis, alval, weakness, and lack of movement. After review of medical records for MDR reportability, the patient was revised to address pain and fibrous ingrowth. Operative findings stated that there is an obvious fibrous ingrowth of the stem with micro motion and some brown colored tissues consistent with some metallosis. Revision note reported of a very thick scar tissue, micro motion of the stem was evident and was no significant bony ingrowth of the femoral component , therefore revised. Clinical notes reported of stress fracture of femoral shaft and limb length discrepancy. Lab results for metal ions were below 7ppb.